Event description:
It was reported that the field representative (rep) stated they couldn't see all the 25 therapy episodes recorded on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that what was observed on the programmer were all the episodes available due to storage limitation. Ts reviewed the maximum number of episodes stored. The rep stated that this s-ICD system delivered inappropriate shocks due to oversensing of noise. The device was reprogrammed to secondary vector and the oversensing was resolved. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.